Event description:
An article was written regarding a study conducted on the efficacy and safety of vagus nerve stimulation in patients with drug-resistant epilepsy: a single center experience in saudia arabia. Within the article it was identified a patient experienced significant adverse effect that necessitated discontinuation of the therapy. No other relevant information has been received to date.